Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of an emerge balloon catheter in two pieces. The balloon was tightly folded. The tip, balloon, hypotube, and distal shaft were microscopically, tactile and visually inspected. Inspection revealed a complete separation in the hypotube located 72.5 cm from the strain relief and there were numerous kinks in the hypotube. The fracture faces of the hypotube were oval, as if kinked prior to separating. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge¿ balloon catheter was selected for use to dilate the lesion. However, during insertion into the non-bsc bleedback control valve, the shaft broke off. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge¿ balloon catheter was selected for use to dilate the lesion. However, during insertion into the non-bsc bleed back control valve, the shaft broke off. No patient complications were reported.